Event description:
High impedance was found on the patient's vns device during a periodic review of the manufacturer's programming history database. No additional or relevant information has been received to date.